Manufacturer narrative:
E1: reporter institution phone number:(B)(6). E1: reporter phone number: (B)(6). Reporting address line (B)(6). A philips remote service engineer (rse) interviewed the customer who confirmed the speaker was not functioning. A good faith effort (gfe) response indicated there was no sound at the time of the event. The gfe response also mentioned the customer was provided a quote for a replacement speaker. After the quote was accepted by the customer, philips delivered the speaker assembly to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction error alarm. It was confirmed audio was not present at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.